Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The drive support disk was inspected and no drive motor anomaly noted. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error after bolusing. The blood glucose level was 8.2 mmol/l. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.